Event description:
A customer reported unexpected negative reactivity with the crossmatch assay on the galileo echo instrument (B)(4).

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files which showed the patient is type a negative with a positive antibody screen. Cells 1 and 2 were negative. Cell 3 resulted as positive. Image result files for the antibody identification panel showed that cells 2, 3 and 8 were manually edited by the customer to 1+ positive. Reaction strengths for cells 2, 3 and 8 were 8 which were initially reported as equivocal. A pinhole was present in the igg_xm well. Indicator control appeared as expected. Customer was asked to perform the probe dispense accuracy test and repeat testing. The customer also cleaned the washer manifold prior to repeat testing. The customer repeated the sample which resulted as equivocal. Review of the image showed a slight pinhole in the well. All maintenance was acceptable. All other samples tested in that batch resulted as expected with no error messages. Unable to rule out a sample-related issue. An immucor field service engineer performed the unexpected reactions checklist. The peri-pump silencer tubing was replaced. Quality control was performed with expected results. The instrument is operating within specifications.